Manufacturer narrative:
Device history record review and additional qc reserve sample testing confirms that the production lot met release criteria. There are no indications that the device would not function as designed.

Event description:
The clinician reported that the membrane did not hold form and disintegrated 2 days following the implantation. No information was provided whether primary closure was achieved and the clinician did not report any adverse reactions or patient injury as a result of the event.